Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer suffered a needle stick injury while removing the cap from a 1 ml bd¿ tuberculin syringe with 27 g x 1/2 in. Bd precisionglide¿ detachable needle there was no report of medical intervention.